Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler fired during a laparoscopic bypass but patient experienced hemorrhagic shock and gastrointestinal bleeding post operatively resulting to blood loss of 500cc or more. Transfusion was needed to resolve the issue. The event resulted to patient's extended hospitalization of 5 days. The patient incurred a temporary injury.